Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va0jc9c, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that a change in programming and problems with the lead wires led to the ins only lasting three years. They had a new ins replaced on (B)(6)2017. There were no further complications reported or anticipated.

Manufacturer narrative:
No information was received from a healthcare professional.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient went for a colonoscopy and turned their stimulation off, and when they turned it back on yesterday, (B)(6) 2017, they encountered an end of service (eos) message. The device was noted to be off and not providing therapy. The patient thought the device would last 5 years, but it only lasted 3 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.